Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one day post implant the implantable pacing lead had dislodged. During the ipl revision procedure, the lead tip was considered to have gradually released. The ipl was attempted to revise several times but failed. It was also reported that the tip was screwed in and removed then washed, and as a result, the lead accidentally became unsterile. The ipl was explanted and replaced. No patient complications have been reported as a result of this event.